Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the single leaflet device attachment (slda). The reported incomplete coaptation (postprocedure) associated with the slda appears to be due to challenging patient anatomy (restricted posterior leaflet) and procedural circumstances (difficult visualization of posterior leaflet). The reported image resolution poor was associated with difficult visualization of the posterior leaflet. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and restricted posterior leaflet. It was noted imaging was difficult. A mitraclip xtw was implanted successfully, reducing mr to a grade of 2. At a follow up appointment, echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated.